Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out communications with physician's office.

Event description:
Follow up with the physician's office revealed that the patient did not have a history of cardiac issues and that these were new symptoms. The bradycardia had not been confirmed as occurring with vns stimulation. It was reported that cardiology was following the patient as well.

Event description:
It was reported that bradycardia was observed for the vns patient upon presenting to the ER. The medical professional programmed the autostim mode off as a result. No additional relevant information has been received to date.